Manufacturer narrative:
Pump passed displacement test, operating currents, selftest and off no power. No missing segment and no blank display during testing. Unit inspected and the battery tube connector plugged in properly. Unit received with cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 120.6 mg/dl at the time of the incident. The customer stated crack at the bottom arrow on the casing. Explained the possible causes of blank display. Advised the pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.